Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal to mid region were noted to be lifted and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found a kink in the hypotube located 89cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13mar2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation, a 3.50 x 20 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient status was good. However, returned device analysis revealed stent damage.